Manufacturer narrative:
The UDI is unknown due to the part/lot number was not provided. Date of event, implant date/explant date: dates estimated. The devices were not returned for analysis. A review of the lot history record could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, a cause for the reported heart failures could not be determined. Furthermore, the reported patient effect of heart failure is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalizations are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 21 adverse events where heart failure required hospitalization, which are considered serious injury. The relationship of the adverse events to the mitraclip device could not be determined based on the limited data received from the registry. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009.